Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest garment. The patient reported getting red, itchy welts when he wears the lifevest. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised the patient he had an allergic reaction to the lifevest and prescribed hydrocortisone cream. Follow up indicated that the skin irritation is improving.